Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the implant was removed due to infection at the implant site.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. Correction: the catalog number was updated from tsvtb13 to tsvtwb13. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G4: additional PMA/510(k) number ¿ k101880 g6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes was added: 4310. H10: narrative/data was updated. DHR review was completed for the subject lot number (1247399). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1247399) for similar event and no other complaint was identified. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional event information received at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).